Event description:
It was reported that "during closure of a total hip replacement, surgeons assistant was use an fs-2 needle on a stratafix spiral device to close the superficial skin layer. During this application the needle snapped in half and was reported to fall in the patient, which was retrieved. No delay to procedure. Unsure of how the procedure was completed. Unsure of overall outcome, however no adverse effects reported. There was no adverse patient consequence reported." (B)(4).

Manufacturer narrative:
Method, results/conclusions: the actual device will not be returned. No product evaluation can be performed. Without the finished good lot number it is not certain if there were any quality issues related to the finished good lot. However, a record review was performed for the finished goods lots purchased during the past year for this item. Five (5) device history records were reviewed. There were no non conformances issued for these lots. Finished good products were received into inventory without quality issues. Needle supplier, which is our customer as well, was contacted to verify if there were any quality issues related to the needle batches used in the manufacturing of the lots reviewed. Supplier confirmed that no ncrs were generated as part of the manufacturing process of the needle lots. The needle supplier has been made aware of this complaint for a continued investigation. Reference: complaint #(B)(4) (ethicon's complaint #(B)(4)). Item number sxmd2b410 - 2fs-1 2-0 und monoderm 30x30. Finished good lot number - unk.